Manufacturer narrative:
The customer's meter was requested for investigation and replacement product was sent to the customer. No device was returned for investigation, so an investigation was not possible. Medwatch field. Occupation - the occupation is patient/consumer.

Event description:
It was reported that there was an issue with the display of coaguchek meter serial number (B)(4). The customer changed the meter batteries and reset the date and time. When attempting to use the meter, the meter did not show the bottom half of the numbers in the results field. A display check was performed and the segments were missing from the bottom half of the "88.8". When accessing the meter's patient result memory, the customer's last test result of 1.4 inr only showed the top part of the 1 and the top part of the 4. The last test was performed on (B)(6) 2022 and at that time, the result could be read clearly. There was no allegation of a result misinterpretation.

Manufacturer narrative:
The meter was returned for investigation. The meter was disassembled during the investigation and an optical inspection of the printed circuit board revealed contamination due to fluid ingress (battery acid, cleaning solution). The contamination on the battery contacts caused a power interruption and it was not possible to turn the meter on. The contamination can also lead to the issue that was observed by the customer. The residues are visible in the area of the printed circuit board where communication with the display takes place. The contamination is related to incorrect user handling or maintenance. Per product labeling: "please follow the procedures below to clean and disinfect the meter. Failure to follow these procedures may cause malfunction of the meter. Clean the meter only when contaminated with blood. Do not use sprays of any sort. Ensure that swab or cloth is only damp, not wet." Medwatch fields d9 and h3 have been updated.